Event description:
Reportedly, the patient experienced a transient visual blurring of the left eye lasting a few minutes. A CT angiogram shows narrowing of carotid artery but operation is not indicated for now. Event was treated medically. According to the clinical site, this event occurred roughly 19 months post implant; was attributed to amaurosis fugax and was described as an embolic event. The site was not able to rule out a relationship to the implanted device.

Manufacturer narrative:
(B)(4): amaurosis fugax. Device not returned. The device will not be returned as it remains implanted. The device history record (DHR) review is currently in progress.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.